Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. The pfte coating of the stylet was found to be stripped and bunched inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the stylet was stuck and could not be removed from the left ventricular lead. The lead was not used and a new lead was successfully implanted. The patient was in stable condition after the procedure.